Manufacturer narrative:
The device was returned to the service center for a evaluation and the user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed and found the device failed the probe check; error code ultrasonic level error (u509) was observed. Both switches were checked and found both switches are functional. A visual inspection was performed on the returned device and found there is large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion not returned. Based on the similar reported events, service center was determined the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. As a preventive measure, the instruction manual provides warning, which states, "as a precaution, prepare a secondary method for achieving hemostasis or dissection, e.g., a spare of the thunderbeat instrument, and a backup of the transducer."

Event description:
The service center was informed that during an the total laparoscopic hysterectomy (tlh) procedure at the end of the colpotomy, the damage probe error was observed. There was minor patient bleeding from the event and the bleeding was stopped by using a bipolar device. The intended procedure was completed using a similar device. There was no patient injury reported.